Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees, caused or contributed to a potential patient event documented in this report. On (B)(6) 2025, it was reported to anika by distributor that after receiving an orthovisc injection, the patient had a pseudo septic reaction to orthovisc. Patient was referred to hcp for aspiration, analysis of fluid and then referred to hospital. The hospital doctor's report states the patient came into hospital on (B)(6) 2025 the day after the orthovisc injection with a swollen, painful knee. The patient had a visible effusion. Patient had no fever or worrisome signs and symptoms. The patient's knee was then aspirated and knee joint cleaned. The patient had 80cc of cloudy fluid aspirated. Fluid was sent for culture. Pt was given advise on medication for pain. The device is not available for evaluation. There was no malfunction reported. There were no unusual appearances with the device or its packaging. The current status of the patient is unknown. Additional information is being solicited.